Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported during the lead placement the lead tested fine. They then performed stimulation testing which went well with no technical issues. Once the lead was secured with the clip, the surgeon went to remove the stylet and it would move out about halfway and then was stuck in the lead. The hcp made several attempts to remove it and was not successful. The rep and hcp checked all the screws on the fhc stardrive and they were all loosened. When the lead was fully removed there did not seem to be any obvious bend or damage to the lead. The hcp replaced it with a new lead and the stylet was able to be removed. The hcp mentioned it still had some resistance, but they were able to successfully remove the stylet and the lead remained implanted.

Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6) found the body of the lead lumen was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.